Manufacturer narrative:
Section h6 health effect - clinical code: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 lvas instructions for use, rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection, hepatic dysfunction, and other neurological events (not stroke-related). Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was admitted for altered mental status and elevated ammonia levels. Blood cultures were questionable for infection. Cultures were taken from the driveline exit site for evaluation. The patient's altered mental status was also said to be improving. Hepatology was consulted. It seemed that the ventricular assist device was operating as intended without any issues.